Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No motor error alarm and e70 alarm noted. Motor passed motor test. Unable to verify e70 alarm in the alarm history due to history file overwritten. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor position encoder error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.